Event description:
It was reported, during an implant procedure, the helix of the 6947 lead would not extend or retract. Consequently, this device was not implanted. No patient complications have been reported as a result of this event for this device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. The lead was received with the helix fully retracted, and the distal conductor was distorted within the connector. Visual analysis found that the helix was stretched out of specification and bent. Damage at implant was noted.